Manufacturer narrative:
The evaluation of the returned device confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 2.25 inches from the pump housing and the distal portion of the driveline was not returned. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation. This test revealed breaches in the insulation of the brown and red wires approximately 0.5 inches from the nipple of the pump¿s housing, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive movement of the driveline at this location. The remaining wires in the area were slightly abraded, but were otherwise unremarkable. The brown wire redundantly supports motor phase 2 and the red wire redundantly supports motor phase 3. If the exposed conductors of the brown or red wires made direct contact with each other or simultaneous contact with the braided shield while the device was supported by either the power module or battery power, the resulting phase-to-phase short could have resulted in the reported alarms and pump stoppages that were confirmed through the analysis of the patient's system controller log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was brought to the emergency department (ed) due to cardiac arrest likely related to lvad stoppage versus ventricular fibrillation / ventricular tachycardia. The patient was exercising at the gym and saw a low voltage alarm and felt dizzy. The patient's spouse got batteries from the car and by the time the spouse returned, the patient was already down on the floor. Ems arrived and transported the patient to the hospital. On the way to the ed, the patient's internal implantable cardioverter-defibrillator (ICD) shocked the patient 5-6 times. In the ed due to the lvad alarm, the system controller was changed to the backup system controller. The ICD was interrogated and found that the patient was in ventricular fibrillation. It was unknown if the ventricular fibrillation or lvad issues led to the cardiac arrest. Log files submitted to the manufacturer captured a low battery hazard alarm/power saver mode event. The system controller was in power saver mode for approximately 1 minute. Once the batteries were replaced, the lvad appeared to run normally. Later, there was erratic behavior which included increased power levels and pump stops while on battery power. This continued until the system controller was replaced. Further information was requested but was not provided.